Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a revision of right hip. Date of implant was (B)(6) 2014. Patient complaint of painful joint and the stem and head were removed and hip was converted to a total hip.

Manufacturer narrative:
An event regarding loosening involving a accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: the device was not returned however an image of the device were provided. The device was unremarkable. Dimensional and functional inspection were not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: as such, root cause of failure is procedure-related with regard to use of a cementless stem under fracture conditions with inadequate placement of a dall-miles cable around the proximal femur to protect the bone against secondary dislocation. Degenerative disease as a consequence of exposure of acetabular cartilage to hard metal might be an additional problem, also procedure-related, but quite likely is minor relative to the principal failure mode by stem loosening. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant indicated that: inadequate placement of a dall-miles cable around the proximal femur to protect the bone against secondary dislocation has caused stem subsidence with lack of bone ingrowth for the accolade stem. Degenerative disease as a consequence of exposure of acetabular cartilage to hard metal may be an additional problem, but quite likely is minor relative to the principal failure mode by stem loosening. However, further information such as return of device, additional x rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had a revision of right hip. Date of implant was (B)(6) 2014. Patient complaint of painful joint and the stem and head were removed and hip was converted to a total hip.